Event description:
Device malfunction: stent fracture. Time of malfunction: after implanted (approx. 6-18 months post implantation). Symptoms/ae: in-stent restenosis treated with pta. It was reported that approx 8 months after an xact stent was implanted in the common carotid artery, 80% stenosis was found and treated 2 months later with percutaneous transluminal angioplasty (pta) with a 10% residual stenosis. Approx 18 months after implantation an xact stent fracture was observed. The pt was reported as doing fine. No add'l info was provided.

Manufacturer narrative:
The stent remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.